Manufacturer narrative:
The crt-d and ra lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a clinical study that this right atrial (ra) lead presented with an increase in pacing threshold and impedance measurements. In addition, there was some oversensing. It is suspected that the ra lead was damaged. As a result, the cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed to vdd, eliminating ra pacing while allowing it to still provide sensing. No adverse patient effects were reported.